Manufacturer narrative:
Sample not returned to manufacturer in time for this report.

Event description:
The event is reported as: complaint alleges: the silicone tube is broken at the root. One broke when the urine bag was removed. Funnel detached. No consequence for the pt. The pt is fine.